Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to procedural conditions and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitral stenosis. On (B)(6) 2017, a second mitraclip procedure was performed due to progression of disease. The mr had returned to 4+. The initial clips were confirmed to be secure on the leaflets. The clip delivery system (cds 70130u182) was advanced to the mitral valve. The clip was deployed without issue; however, the mean pressure gradient increased to 6mmhg, which is considered mitral stenosis. The mr was reduced to 2-3 and no further clips were attempted. The patient was confirmed to be stable. No additional information was provided.